Event description:
The customer contacted baxter's technical service center regarding a previous alarm and during that call the technical service representative (tsr) found a 2240/2367 alarm in the logs of the device. Tsr explained both alarms and advised them to discard the supplies and finish with manual therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The home patient's nurse was contacted on (B)(6) 2011 in regards to the system error 2240/2367 alarm and she said the patient has been completing therapy successfully after the alarms. She said the patient did not report anything unusual with any of the previous supplies. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The reported problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.